Event description:
The customer reported to olympus that the gastrointestinal videoscope's air insufflation was not sufficient during preparation for use. The customer assumed it was caused by completing the wrong reprocessing process at the user facility. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the nozzle, the adhesive on the bending section cover, and the forceps channel port, all had foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the air/water cylinder had no color. Suction cylinder had no color. Due to deformation of scope connector cover unit, water tightness was lost. Label on suction connector was damaged. Due to damage on air/water tube, water tightness was lost. Due to wear of angle wire, bending angle in up direction did not meet the standard value. Plastic distal end cover had a crack. Universal cord had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on results of the investigation, the observed foreign material in the forceps mouth, nozzle and on the bending section bonding area could not be identified and a definitive root cause of the issues could not be determined, however, do to observed leaks in the air/water tube and scope cover, it is possible that proper reprocessing could not be performed/insufficient device reprocessing. The issues may be detected/prevented by following the instructions for use sections below: gif-h185 operation manual chapter 3 preparation and inspection. Gif-h185 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.